Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle with pre-attached holder was missing the rubber sheath. The following information was provided by the initial reporter: material no: 368650 batch, no: 8305543. It was reported that the rubber sheath inside the barrel was missing on some collection needles. Event description per customer's email states, "I wanted to give a heads up on an issue that we encountered today. Our bd vacutainer collection needles (21g) ref # 368650 lot#8305543 have a defect. The rubber sheath inside the barrel is missing on some collection needles in this lot that we have noticed. To avoid a patient/ staff safety issue, I wanted to pass this along. We have contacted other laboratory sites in the system as well as our supply chain on campus."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle with pre-attached holder was missing the rubber sheath. The following information was provided by the initial reporter: material no: 368650, batch no: 8305543. It was reported that the rubber sheath inside the barrel was missing on some collection needles. Event description per customer's email states, "I wanted to give a heads up on an issue that we encountered today. Our bd vacutainer collection needles (21g) ref # 368650, lot#8305543, have a defect. The rubber sheath inside the barrel is missing on some collection needles in this lot that we have noticed. To avoid a patient/ staff safety issue, I wanted to pass this along. We have contacted other laboratory sites in the system as well as our supply chain on campus."